Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered recurrence of stress urinary incontinence, chronic vaginal pain, discomfort, infections, and mesh erosion. No further information has been provided.